Manufacturer narrative:
(B)(4). Date: 12/28/2016.

Manufacturer narrative:
(B)(4) date sent: 1/9/2017. Batch # (B)(4). The analysis results of the el5ml device found that it was received with no damage in the external components. In an attempt to replicate the reported incident, the instrument was cycled and it fed and formed one clip as intended. In the next actuations, no clips were fed into the jaws even though the device was being actuated in several occasions. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the feeder shoe was found to be damaged causing the feeding issue. In addition, 15 clips were found inside tube. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first firing of the complaint device on the cystic artery, the device delivered a scissored clip, which tore the cystic artery and led to bleeding. Another like device was fired a few times and used to ligate the vessel. There were no adverse consequences for the patient. The patient is doing fine.